Event description:
It was reported that a patient presented with intermittent loss of capture noted on the patient's implantable cardioverter defibrillator. Further testing was planned. No adverse patient consequences were reported.